Event description:
The reporter called and alleged a discrepant result when compared to the lab for two patients. The reported device result/lab inr was 1.5/8.0 and 2.5/3 something. The reporter was not sure if they wanted replacement product. The first patient was admitted from the doctor's office.